Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 had failed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 2.1 and 2.2 were not detected on bus. A field service engineer seated row board cable on both 622 boards to resolve the issue. Additionally, the field service engineer opened top cover and checked the connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.